Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2026, at approximately 10:00-11:00 am, upon waking, the cgm displayed a reading of ¿high.¿ based solely on the cgm reading and without bg measurement, the patient self-administered (B)(4) units of insulin via injection. At approximately 1:30 pm, the patient began experiencing symptoms including shakiness, disorientation, and dizziness. The patient¿s wife contacted emergency medical services (ems) due to these symptoms and the cgm reading not decreasing. Upon arrival, paramedics performed a bg measurement, which resulted in a reading of 35 mg/dl, while the cgm continued to display ¿high.¿ the patient was administered a glucose tablet by ems. The patient was transported to the hospital; however, information regarding additional bg/cgm comparisons or medications administered during transport was not available. Upon arrival at the hospital, the bg reading was 23 mg/dl, while the cgm continued to display ¿high.¿ a healthcare professional administered an additional glucose tablet. The patient remained hospitalized for approximately 12 hours. Prior to discharge, the bg reading had increased to 150 mg/dl, while the cgm continued to display ¿high.¿ the patient was reported to be in stable condition with no ongoing symptoms and was discharged on 05/26/2026 (less than 24 hours after admission). Upon returning home, the cgm sensor was removed. A new cgm device was placed and was reported to be functioning as intended. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at approximately 10:00-11:00 am. The reported glucose values fall within the e zone of the parkes error grid. Upon arrival at the hospital, the reported blood glucose fall within the e zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid prior to being discharged. No additional patient or event information is available.